Event description:
My older cousin swallowed a whole tablet of polident 3 minute denture cleanser. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident 3 minute denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute denture cleanser tablets. On an unknown date, an unknown time after starting polident 3 minute denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria haleon medically significant). The action taken with polident 3 minute denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute denture cleanser tablets. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from the consumer via call center representative (phone) on (B)(6) 2023. The consumer stated "my older cousin swallowed a whole tablet of polident 3 minute denture cleanser. Is he gonna be okay? We thought it is like a mouthwash."

Manufacturer narrative:
Argus case: (B)(4).